Event description:
Patient presented in office on (B)(6) 2020 with complaints of stomach jumping. Device check and reprogramming were unable to fix diaphragmatic stimulation. Lv lead turned off. Lead impedance had changed drastically during the previous week, possibly indicating the lead had moved; cxr later confirmed dislodgement. Lead was explanted and replaced on (B)(6) 2020. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.